Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a system performance issue. The technical service engineer verified the station was online and confirmed the device was operational. Issue was resolved the system functioned as intended after the technical service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system that it had a power issue, screen black won't turn on. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.